Manufacturer narrative:
(B)(4). This is a report of a se2240 resulting from a clamped patient line during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice (hc) had a system error 2240 (air in line/set) during the initial drain. The home patient (hp) was connected at the time of the alarm. The hp stated the clamp on the patient line was closed during prime. The hp also stated she had not been trained to check the patient line before connecting and only opened it after she had connected and started the initial drain. The technical service representative (tsr) explained the proper procedure for connecting. The tsr had the hp cycle power and close clamps. The alarm cleared and the tsr advised the hp would need to start over with new bags and cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.